Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were called for the low blood glucose as well. The customer stated that they think that the insulin pump was over delivering. The customer's blood glucose was 38 mg/dl at the time of incident. The customer's blood glucose was 31 mg/dl at the time of hospitalization. The customer's blood glucose was 210 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the drive support cap appeared normal. The customer performed displacement test and the insulin pump passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the delivery accuracy test. The insulin pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.